Manufacturer narrative:
The device analysis report attached.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was electively explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.